Event description:
It was reported that this pacemaker device exhibited premature battery depletion. During a previous device check, it was indicated that the device battery life had seven and a half (7.5) years remaining but at the current device check, it was indicated that the device battery life had only four and a half (4.5) years remaining. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. Boston scientific technical service provided guidance to the boston scientific representative to consider changing the device programming to vvi(r) and turning atrial sensing off. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. During a previous device check, it was indicated that the device battery life had seven and a half (7.5) years remaining but at the current device check, it was indicated that the device battery life had only four and a half (4.5) years remaining. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. Boston scientific technical service provided guidance to the boston scientific representative to consider changing the device programming to a ventricular-only pacing and sensing mode and programming off atrial sensing. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not reach elective replacement interval (eri) status. Device memory was reviewed, and no error codes were noted. Device memory indicated elevated atrial chamber sensing while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the observed longevity being lower than expected.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. During a previous device check, it was indicated that the device battery life had seven and a half (7.5) years remaining but at the current device check, it was indicated that the device battery life had only four and a half (4.5) years remaining. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. Boston scientific technical service provided guidance to the boston scientific representative to consider changing the device programming to a ventricular-only pacing and sensing mode and programming off atrial sensing. The device remains in-service. No adverse patient effects were reported. Additional information was received that this pacemaker device was returned to boston scientific more than four years after the reported event and after being in service for greater than nine years. No adverse patient effects were reported.